Manufacturer narrative:
(B)(4). The customer reported problem of a flogard infusion pump that is "out of service. Was confirmed by baxter quality engineering as a low battery alarm, which was found during sample evaluation and in the event history log. The cause of the problem was a defective battery. The device was serviced onsite at the facility by a baxter field service engineer and the battery was replaced to fix the problem.

Event description:
The facility reported a flogard infusion pump that was "out of service". Baxter quality engineering determined the reported problem to be a low battery alarm. It is unknown when this event occurred. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.